Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.